Event description:
It was reported that during a lap sigma procedure, there was a loose contact and alarm tone. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/21/2008. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition, no loose contact was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional; no solid tone was noted during testing. However, with foot switch assembly it worked as intended. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.